Event description:
It was reported that a device would not allow normal capture threshold testing. An error message would pop-up each time the capture threshold test was attempted. It was noted that the device had been exposed to electrocautery during lead repositioning earlier. Device code was downloaded and capture threshold test was successfully completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.